Event description:
It was reported that this lead exhibited abnormal impedance measurement during the attempted implant. The lead was removed and replaced with another lead of same model type, without incident. No resulting adverse patient effects were reported and the lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following completion of laboratory analysis, another report will be submitted.

Event description:
It was reported that this lead exhibited abnormal impedance measurement during the attempted implant. The lead was removed and replaced with another lead of same model type, without incident. No resulting adverse patient effects were reported and the lead was later returned for analysis.